Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the console was observed to have damage at the plug. There was no patient involvement.

Manufacturer narrative:
Corrections to the supplemental MDR MFR report #1: h1-should have been malfunction.

Manufacturer narrative:
The investigation for the console (aic) damage before therapy has been completed. Console logs did not contain any information relevant to this failure mode. The aic was returned for evaluation. Upon functional testing the issue was confirmed. Judging by weak imprint of the strain relief bracket on the power cord shielding/insulation, the power cord set was most likely inadequately assembled by external vendor, so that after operator pulled by the cord, it became loose. The cause of the issue was a defective cable.